Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (lad) artery with mild tortuosity and moderate calcification. This was an acute myocardial infarction patient. Pre-dilatation was performed and the 2.5 x 33 mm xience xpedition stent was deployed with two inflations at 10 atmospheres (atm) and two inflations at 14 atm. When intravascular ultrasound (ivus) was performed, some under expansion of the stent was confirmed; however, the procedure was completed. When the patient was transferred to the intensive care unit (ICU) from a catheter room, the patient experienced chest pain. Angiography confirmed thrombosis in the stent, and poor distal flow was observed which was causing an occlusion to blood flow. Thrombectomy and further dilatation were performed proximal to the stent. A non-abbott balloon catheter was inflated and a xience xpedition stent was deployed in the proximal lad to the mid lad (overlapping the first stent implant). The lesion was post-dilated and the procedure was completed. The patient was reported to have recovered. It was noted that there was no presence of existing thrombus before the procedure. When the physician and sales representative reviewed the ivus after the procedure, they found something that looked like thrombus. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant: guide wire: suoh; guide cath: heartrail il3.5. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The reported patient effects of angina and thrombosis are known observed and potential patient effects as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU). A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A cine of the procedure was received and reviewed by an abbott clinical specialist. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.